Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient confirmed that he does not have any other dexcom application on his smart device apart from g5 application and clarity. Dexcom representative advised patient to check system memory reset. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/01/2016 and did confirm the reported loss of connection. No additional patient or event information is available.